Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported IV dextrose administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed prolonged hyperglycemia prior to the event, followed by a meal announcement during a downward glucose trend and subsequent repeated hypoglycemia alerts including low glucose and urgent low glucose. This pattern is consistent with correction insulin being delivered in response to prior hyperglycemia followed by a rapid decline in glucose. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 39 mg/dl, resulting in emergency medical intervention. The user was treated by emergency medical services with IV dextrose and discharged the same day. The user recovered and resumed ilet use.